Manufacturer narrative:
The lead was returned to our post market quality assurance laboratory in two segments. The terminal segment was severed 26.5 cm from the terminal pin. The tip segment was severed 11 cm from the tip. The middle segment of the lead was not returned. The tip segment had evidence of explant induced damage. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, right ventricular (rv) lead intrinsic amplitude was noted to have decreased. A revision procedure was performed wherein the ICD was explanted without issue. The rv lead was also revised with the proximal section cut to attempt removal that was unsuccessful. A second attempt was made using a different technique and the lead was removed successfully at which time the electrode tip was noted to be deformed. A new ICD and rv lead were subsequently implanted. No adverse patient effects were reported.